Event description:
It was reported that a small volume intermate had a black mark on the filter. The device was compounded with daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 16, 2015 to april 20, 2015. The device was received for evaluation. During visual inspection a black particle measuring approximately 0.07 mm in size was observed embedded within the stress member. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.